Event description:
Caller reported compact plus system blood glucose results of 281 mg/dl, 159 mg/dl, 145 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl, 144 mg/dl, and 147 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.